Manufacturer narrative:
(B)(4). Date sent: 5/27/2025 d4 batch #: c9da6u a manufacturing record evaluation was performed for the finished device batch c9da6u, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was poor connection. Not working. No patient consequences reported when this complaint event occurred.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2025. D4 batch #: c9dd5l. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage and with body fluids present. The device was mechanically tested and no issues were found. Upon testing the coagulation button the device stays on after releasing the button; resulting in continuous activation. The device was disassembled to evaluate the internal components the wire assembly of the two wires were found to be pinched; causing continuous activation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that damage to the internal cable could occur during our manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2025 corrected data: h6 type of investigation, h11 investigation summary. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage and with body fluids present. The device was mechanically tested and no issues were found. The device was connected to a multi tester to test the switch function. The coagulation mode was noted to be on as soon as the device was connected to the multi tester. The cut function worked as intended the device was disassembled to evaluate the internal components the wire assembly of the two wires were found to be pinched; causing continuous activation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that damage to the internal cable could occur during our manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch c9da6u, and no non-conformances were identified.